Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The suspect device was returned for evaluation. The visual inspection of the returned unit found the device to have been assembled with signs of clinical use present on the device. Examination of the catheter found the wire has indeed broken, confirming the failure. The section of wire broken off was found within the catheter tube within the device tray. Inspection under magnification of the break found no apparent reason for the damage. It is important to note that the IFU cautions users that prolonged activation of the device may cause fatigue of the wire, leading to device breakage. The reported failure was able to be observed however, the root cause could not be determined. Therefore, the damage was likely caused due to factors related to clinical use and not manufacturing defects.

Event description:
The customer reported that during the gsv procedure, the wire suddenly broke. The procedure was completed with a new product. There was no patient injury or harm reported.